Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: lobectomy event description: [name] hospit "the first clip operated properly, but starting from the second one, it didn¿t work." Product is available for return. *additional information was received via email on 02july2025 from applied medical representative: "the 5mm applied trocar was used. The clip did not properly seat into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was manually removed as a loaded clip, leaving the feeder exposed. The device was not actuated and reset. The trigger could not be actuated as normal. The clip was not loaded into the jaws." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Event description:
Type of procedure: lobectomy. Event description: [name] hospital. "The first clip operated properly, but starting from the second one, it didn¿t work." Product is available for return. Additional information was received via email on 02july2025 from applied medical representative: "the 5mm applied trocar was used. The clip did not properly seat into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was manually removed as a loaded clip, leaving the feeder exposed. The device was not actuated and reset. The trigger could not be actuated as normal. The clip was not loaded into the jaws." Patient status: there was no problem with the patient. Intervention: the case was completed with the new device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Visual inspection was performed where a large burr was observed on the ratchet. Based on the condition of the returned unit, it is possible that the reported event was caused by a large burr on the ratchet, causing trigger retraction which prevents the device from properly resetting. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.